Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to skin erosion at the actuator site. There are no plans to re-implant the patient with another cochlear device as of the date of this report.